Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "battery-out" as well as a no delivery alarm. The patient's blood glucose level was 254 mg/dl at the time of the call. The customer stated that the new battery cap sent to them did not resolve the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump had operating currents within specification and passed the functional testing. No blank display, unexpected battery alarm, or damage to the isolation tape was noted. The insulin pump was received with a corroded battery cap contact. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked belt clip slot and minor scratches on the display window.